Manufacturer narrative:
Device was investigated on site. Device evaluation found a leak from broken cap/fill port adapter on the chiller tank of the device main unit. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
An abbvie distributor reported a broken cap/fill port adapter on the coolsculpting chiller tank and an internal complaint laboratory investigation determined a coolant leak from the coolsculpting control unit. There was no patient or provider safety impact.